Manufacturer narrative:
A third-party service agent evaluated the customer's device and verified the reported issue. After replacing the system pcb and power pcb assemblies, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Device not evaluated by manufacturer.

Event description:
A third-party service agent contacted physio-control to report that their customer's device would unexpectedly shut down when the battery from well #2 was removed, regardless the presence of a battery in well #1. The device had to be powered back on, to resume operation. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third-party service agent contacted physio-control to report that their customer's device would unexpectedly shut down when the battery from well #2 was removed, regardless the presence of a battery in well #1. The device had to be powered back on, to resume operation. There were no reports of patient use associated with the reported event.